Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The patient complained of phrenic nerve stimulation (pns) during follow-up. X-ray revealed a dislocated ra lead. Device measurements confirmed low ra sensing. Device programming changes were made. Two lead revisions were performed to successfully reposition the device.